Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the thermal event of melting on the controller. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient that the controllers charging cord and port was melted when it was plugged in. The first cord and controller was replaced by the pharmacy. It was reported that the patients blood glucose levels was at 131 mg/dl.

Manufacturer narrative:
Correction to d(4): sequence number changed from unavailable to 01020000-000040220. Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.